Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system red 68 reperfusion catheter (red68), stent retrievers, a non-penumbra sheath, and a guidewire. During the procedure, the physician successfully completed two passes using the velocity and stent retrievers. The physician then positioned the velocity for the third pass using the guidewire. While retracting the guidewire, the physician experienced resistance and the guidewire became stuck at the proximal end of the velocity. It was reported that the velocity was inadvertently pulled out with the guidewire, fracturing the proximal end of the velocity. Therefore, the velocity was no longer used for the remainder of the procedure. The procedure was completed using another microcatheter, the same red68, and a new guidewire. There was no report of an adverse effect to the patient. The exact event date is unknown.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up # 1 MFR report: 1.section d. Box 4. Unique identifier 2.section e. Box 4. Initial reporter also sent report to FDA please note that the following section is being updated based on additional information provided by a penumbra sales representative: 1. Section d box 10. Device available for evaluation? Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.